Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states h1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient was hospitalized de to low blood glucose. Blood glucose at the time of event was noticed below 20 mg/dl. Patient has been using the insulin pump system within 48 hours of reported low bg event. No further information was available.